Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and manufacturer representative (rep) regarding a patient who had an implantable neurostimulator (ins). It was reported by rep that they were in or today for a normal ins battery replacement. Rep reported an ins out of box failure as physician tried to insert the lead into the new 3058 chamber and was unable to advance. Rep reported healthcare professional (hcp) unscrewed the set screw lightly 4-5 times and on the last unscrew, they backed the set screw out all the way and the lead was not able to advance. Rep reported the lead looked fine, not bent. Rep reports after the last unscrew, hcp decided to use a different 3058 and the lead was able to advanced into the new ins fine. There was no visible damage to the lead. Patient recovered without sequela. No patient injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed the setscrew was backed out beyond the point of being able to engage with the connector block. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. A known good lead was inserted and withdrawn 3 times into the connector port. Insertion results were within specifications. Good, stable output was seen on all electrode pairs the ins had when received. If information is provided in the future, a supplemental report will be issued.